Event description:
The customer called for assistance adjusting her basal rates. The customer stated that she was currently in the hospital due to low blood glucose levels. The reported blood glucose reading was 63 mg/dl. The customer declined to provide further information as she only wanted assistance with the programming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.